Event description:
Patient here with gunshot wound. Patient with swan catheter, air noted in cordis, vital signs stable, no decrease in oxygen saturation. Arrow multi-lumen cvc catheter, defective cordis and or diaphragm on cordis. After performing other procedure on the patient, physician noted air in cordis lumen despite IV, intervenous, fluid/medications in all lines. Patient on positive pressure ventilation and appeared that cordis was sucking air. Line emergently changed per physician. Vital sign monitoring - remained stable with no decrease in oxygen saturation.